Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to a failure of the force sensor. During investigation for unrelated allegations, there were (B)(4) additional force sensor related failure.

Event description:
This report summarizes (B)(6) malfunction events. A review of the events indicated that the one touch ping model pump experienced an occlusion issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, (B)(6) were male, (B)(6) were female, and (B)(6) were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 19 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to a failure of the force sensor. During investigation for unrelated allegations, there were 1 additional force sensor related failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 19 malfunction events. A review of the events indicated that the one touch ping model pump experienced an occlusion issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-74 years of age and between 72 and 220 pounds. Of the reported patients, 7 were male, 12 were female, and 0 were unknown.